Event description:
Over sewing gastric anastomosis when the endo stitch needle (surgidac) became lodged in tissue. Difficult removal of needle and difficult to advance through tissue. Replaced with another endo stitch, same recurring problem. Replaced with different lot number and stitch worked.